Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (nonfunctional ecgs) was confirmed due to the lead 1- (white) wire of c & d cable pinched at connector area. The belt did not pass essential performance testing. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.